Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: unable to pass the pre operation inspection, after inspection, qvent failed . No patient involvement as it occurred during a test.